Event description:
The hospital reported the vaporizer could not be removed from the anesthesia machine. A ge healthcare service representative performed a checkout of the vaporizer and noted that two vaporizers could be turned on simultaneously. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.